Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder, replacing old implants with new implants. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast reconstruction with two mentor memorygel breast implant prostheses (left: 300cc , right: 350cc) suffered several unexplained systemic symptoms. The symptoms are pain/aching, fibromyalgia, irritable mouth, dry mouth, dry eye, swollen joint, joint pain, diagnosed with rheumatoid arthritis, hair loss, thinning of hair, loss of energy, easy to catch a cold or flu, swollen glands, swollen lymph nodes, memory problems, headaches, muscle burning, muscle weakness, nausea, and irritable bowl. The patient stated that some of the symptoms such as hair loss, thinning of hair, and memory problems may be due to the chemotherapy or radiation that she went through in 2010 prior to the implantation of the implants. The root cause of the patient¿s symptoms is unclear. On (B)(6) 2020, the patient underwent bilateral removal and replacement with a mentor memorygel breast implant (left: 350cc , catalog #: 3503501bc, left serial #: (B)(4); right: 300cc, catalog#: 3503001bc, serial #: (B)(4)). The reason for the revision surgery is to replace the old implants with the new implants after 10 years of use. Upon explantation, the left-sided device was found to be ruptured. The patient stated that her symptoms did not improve after the revision surgery. The date of implantation and date of event were estimated as (B)(6) 2012 and (B)(6) 2013 respectively based on available information. This report is for the right-sided prosthesis.